Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenonsed target lesion was located in the moderately tortuous and severly calcified right coronary artery (rca). A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The procedure was completed with a different device. No patient serious injury nor complications were reported.